Event description:
It was reported that the patient is expired. Upon removal of the implantable cardioverter defibrillator (ICD)  for data extraction, telemetry could not be established. No performance allegations were made against the low voltage pacing lead or the high voltage lead. The cause of death is unavailable and it remains unclear if the device system was related to the patient's death.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an electrical reset that prevented device interrogation rather than a telemetry issue. It was noted that the reset occurred while the patient was receiving a CT scan, deleting the diagnostic data that then could not be obtained at the post-mortem device interrogation. The ICD system was returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).